Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 500 mg/dl. Another blood glucose value was 127 mg/dl. The auto mode feature was inactive at the time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they determined approximate size of air bubbles. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.